Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient may have peritonitis and wanted to get the patient off of the cycler for the evening. The pdrn wanted the patient to dwell off of the cycler and drain manually into drain bags. Technical support provided information to the patient's son on how to cancel treatment, as well as, stayed on the call until the patient's son was able to confirm being able to cancel out treatment for the evening. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 241/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient¿s caretaker admitted to accidentally touching connections with bare, unwashed hands during pd setup and treatments for this patient. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime, both for two weeks (dosages and frequency unknown). The patient is recovering from his event at home as she remains asymptomatic on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by this patient to a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures presented no growth, a decrease in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection (2). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient may have peritonitis and wanted to get the patient off of the cycler for the evening. The pdrn wanted the patient to dwell off of the cycler and drain manually into drain bags. Technical support provided information to the patient's son on how to cancel treatment, as well as, stayed on the call until the patient's son was able to confirm being able to cancel out treatment for the evening. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with no growth in the culture and a wbc count of 241/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient¿s caretaker admitted to accidentally touching connections with bare, unwashed hands during pd setup and treatments for this patient. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime, both for two weeks (dosages and frequency unknown). The patient is recovering from his event at home as she remains asymptomatic on antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.